Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection found no anomaly on the header. Analysis of the device image indicated the device was within normal range of operation. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.